Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was available to continue the procedure, with no report of delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.